Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an inguinal hernia the bracket could not enter the tissue. No patient consequence reported. Device will be returned.